Event description:
Insertion difficulty. (B) (4).

Manufacturer narrative:
This product does not have a 510 (k) number. (B) (4). An analogous product sold in the us has 510 (k) number k080865. Still under investigation.